Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -7.00/3.00/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned and the problem was not resolved. On (B)(6) 2022 the lens was exchanged for a spherical lens and the problem was resolved.